Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unknown date, the patient started treatment with injection meropenum (1g daily for twenty-one days; route not reported) and injection vancomycin (1g every fifth day; route and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported; however, the catheter was removed twenty-one days after the event onset. The event outcome and patient recovery status were not reported. No additional information is available.

Manufacturer narrative:
The patient was not hospitalized for the event. On an unknown date, the meropenum and vancomycin treatment were discontinued. Also on an unknown date, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.